Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture and undersensing. The rv lead was explanted and replaced. The first replacement rv lead implant was unsuccessful because the lead helix was extended without being deployed and the helix could not be retracted. That rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Blood was observed on the sleevehead of the lead. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix stretched. There was blood visible on sleevehead. No further helix function test possible. If information is provided in the future, a supplemental report will be issued.